Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not be performed as the sample was contaminated with blood. However, a retained sample was tested. Visual inspection and underwater leak testing did not reveal any issues with the retained sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the tubing "by the luer lock." This occurred during flushing with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.